Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('bilateral salpingectomy') in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menses') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), orgasm abnormal ("painful orgasm"), abdominal distension ("intestinal tract issues like ebelly"), feeling abnormal ("brain fog,mind fog"), memory impairment ("memory issue"), arthralgia ("joint pain/hip pain"), disturbance in attention ("focusing \attention issues"), hypoaesthesia ("numbness\tingling"), paraesthesia ("numbness\tingling") and myalgia ("sore muscles"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the dyspareunia, feeling abnormal, memory impairment, arthralgia, disturbance in attention, hypoaesthesia, paraesthesia and myalgia outcome was unknown. The reporter considered abdominal distension, arthralgia, disturbance in attention, dyspareunia, feeling abnormal, hypoaesthesia, memory impairment, menorrhagia, myalgia, orgasm abnormal and paraesthesia to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, arthralgia, disturbance in attention, dyspareunia, feeling abnormal, hypoaesthesia, memory impairment, menorrhagia, orgasm abnormal , paraesthesia and myalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: arthralgia updated and sore muscles added as event. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menses') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), orgasm abnormal ("painful orgasm"), abdominal distension ("intestinal tract issues like ebelly"), feeling abnormal ("brain fog"), memory impairment ("memory issue"), arthralgia ("joint pain"), disturbance in attention ("focusing \attention issues"), hypoaesthesia ("numbness\tingling") and paraesthesia ("numbness\tingling"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the dyspareunia, feeling abnormal, memory impairment, arthralgia, disturbance in attention, hypoaesthesia and paraesthesia outcome was unknown. The reporter considered abdominal distension, arthralgia, disturbance in attention, dyspareunia, feeling abnormal, hypoaesthesia, memory impairment, menorrhagia, orgasm abnormal and paraesthesia to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, arthralgia, disturbance in attention, dyspareunia, feeling abnormal, hypoaesthesia, memory impairment, menorrhagia, orgasm abnormal and paraesthesia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received. Events added: painful intercourse, heavy menses, painful orgasm, intestinal issues like ebelly,brain fog nos, memory issue,focusing \attention issues, joint pain, numbness and tingling. Event medical device removal was deleted. Event medical device removal deleted and surgery added to menorrhagia. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy menses') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), orgasm abnormal ("painful orgasm"), abdominal distension ("intestinal tract issues like ebelly"), feeling abnormal ("brain fog,mind fog"), memory impairment ("memory issue"), arthralgia ("joint pain/hip pain"), disturbance in attention ("focusing \attention issues"), hypoaesthesia ("numbness\tingling"), paraesthesia ("numbness\tingling"), myalgia ("sore muscles") and tooth fracture ("eating and all of a sudden tooth just broke off :yup happened to me 3 times"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the dyspareunia, feeling abnormal, memory impairment, arthralgia, disturbance in attention, hypoaesthesia, paraesthesia, myalgia and tooth fracture outcome was unknown. The reporter considered abdominal distension, arthralgia, disturbance in attention, dyspareunia, feeling abnormal, heavy menstrual bleeding, hypoaesthesia, memory impairment, myalgia, orgasm abnormal, paraesthesia and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, arthralgia, disturbance in attention, dyspareunia, feeling abnormal, hypoaesthesia, memory impairment, menorrhagia, orgasm abnormal , paraesthesia and myalgia, tooth fracture. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy menses') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), orgasm abnormal ("painful orgasm"), abdominal distension ("intestinal tract issues like ebelly"), feeling abnormal ("brain fog,mind fog"), memory impairment ("memory issue"), arthralgia ("joint pain/hip pain"), disturbance in attention ("focusing \attention issues"), hypoaesthesia ("numbness\tingling"), paraesthesia ("numbness\tingling"), myalgia ("sore muscles") and tooth fracture ("eating and all of a sudden tooth just broke off :yup happened to me 3 times"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the dyspareunia, feeling abnormal, memory impairment, arthralgia, disturbance in attention, hypoaesthesia, paraesthesia, myalgia and tooth fracture outcome was unknown. The reporter considered abdominal distension, arthralgia, disturbance in attention, dyspareunia, feeling abnormal, heavy menstrual bleeding, hypoaesthesia, memory impairment, myalgia, orgasm abnormal, paraesthesia and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, arthralgia, disturbance in attention, dyspareunia, feeling abnormal, hypoaesthesia, memory impairment, menorrhagia, orgasm abnormal , paraesthesia and myalgia, tooth fracture. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: social media content received. Reporter and event "eating and all of a sudden tooth just broke off :yup happened to me 3 times" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.